Event description:
It was reported that during a da vinci-assisted surgical procedure, the system could not recognize the instrument after 10 minutes of use. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of harmonic ace broken blade to be related to the reported complaint. Approximately 0.445" was broken off and was not returned. Cracked or broken blades are triggered by any inadvertent contact with the other instrument while the device is activated. In addition, scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error.